Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. The right ventricular lead exhibited oversensing noise which was binned as high ventricular rate and inhibited pacing. No intervention was performed. No patient condition was reported.